Event description:
The user facility advised that the needle was inserted into the (B) (6) female pt and apparently broke off. There was about 1 inch or so sticking out and usually there is more (6-8 inches). The procedure was continued and an x-ray was performed, without incident. After the procedure was completed, the needle was pulled out as normal. No harm to the pt. It was reported that the device broke close to the middle of the device.

Manufacturer narrative:
(B) (4). No product was returned to assist in our investigation of this report. However, we can advise the device is 100% inspected per qc spec for length, smooth deployment, angle, and appearance. In addition, the device is shipped with a caution label that warns, "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention". The label also states: "the hook wire should be used as a guide for the surgeon, not a retractor." The complaint states, "the needle was inserted into the (B) (6) female pt and apparently broke off." From this description it is uncertain if it was the needle or the hookwire that broke. In a response for add'l info, the customer stated that when this has occurred previously there was 6 to 8 inches exposed. Since the needle is only 9 cm long, it is suspected that this complaint refers to the hookwire which is 25 cm long. Either way, without the suspect device, a definite root cause is not possible; however, it is feasible to suggest this complaint is the result of a procedurally related incident. We will continue to monitor for similar complaints.